Event description:
It was reported that during central processing procedure, the universal seal accessory was found with missing rubber material on the top cap area, described as a machine punch-out missing from the rubber side. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to have tears at the rubber side of the seal, measuring approximate 0.2490" in length. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during various handling points, including installation or use.